Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use (during the system turn-on) when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the image processing pc (ip-pc) couldn't power on. Onsite troubleshooting confirmed an issue with the power supply of the ippc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the power supply unit (psu) and confirmed there was no power. Following the replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.